Event description:
Physician was attempting to retrieve filter device from left femoral sheath; filter device broke and migrated down left leg to superficial femoral artery. Right femoral access obtained and filter snared from left leg.